Event description:
The report stated that during testing at tyco healthcare (B) (4) incoming inspection the device was found to self activate.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.